Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Age/date of birth: patients aged 48-90 years old. Sex/gender: both males and females. Date of event: best estimate from march 2008 to april 2011. Model#: unknown/not provided. Serial#: unknown/not provided. Catalog#: partial catalog # is unknown, as product serial number was not provided. Expiration date: unknown as product serial number was not provided. UDI #: UDI # is unknown as product serial number was not provided. If implanted; give date: unknown/not provided. If explanted; give date: unknown/not provided. The shunt products are not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending, for this device will not be performed. Device manufacture date: unknown, as the serial number was not provided. A copy of the article is provided with this report. Tzu, j.h., shah, c.t., galor, a., junk, a.k., sastry, a., and wellik, s.r., (2015, february) refractive outcomes of combined cataract and glaucoma surgery. J glaucoma, 24(2), p.161-164. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The publication reports 2 cases of hypotony, 3 cases of hyphema, 1 tube displacement, 1 bleb leak, 3 cases of choroidal effusion, 2 cases of a flat anterior chamber, 1 case of retained lens cortex, 3 cases of capsular tear, 1 case of corneal decompensation, and 6 eyes with > 2 lines of loss of bcva. The study included both baerveldt and another glaucoma shunt brand, and it is not clear to which shunt these complications were related to. In conclusion, there does not seem to be a difference in the refractive outcome with regard to the type of glaucoma surgery performed. Control patients who had cataract surgery alone had a higher percentage of achieving target refractive goal and less induced cylinder. This report represents the product malfunction captured within the article. A separate reporting will be submitted for the adverse events.